Manufacturer narrative:
D1 (brand name), d4 (serial, catalog) has been updated. D3 (manufacturer fax) has been added as this was omitted from the initial mw submitted. Ppae ( major bleed) : the root cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A seventy one year old male patient with a history of coronary artery disease and chronic renal insufficiency received the impella 5.5 device for management of heart failure¿related cardiogenic shock secondary to ischemic cardiomyopathy. Prior to device placement, the patient was receiving three inotropic medications and mechanical ventilation, consistent with advanced cardiogenic shock. On the seventh day of impella support, the patient underwent an emergency colonoscopy for gastrointestinal bleeding, which was treated during the procedure. The patient was also receiving simultaneous right ventricular assist device support, and the gastrointestinal bleeding was considered possibly related to anticoagulation therapy and underlying disease severity. On the tenth day of support, the impella device was successfully weaned and removed, and the patient demonstrated recovery of native heart function.